Manufacturer narrative:
In previously submitted report, FDA product code, common device name, remedial action init (rfb), recall (z) number (rfb) was incorrect. In this report, after reviewing information, FDA product code, common device name, remedial action init (rfb), recall (z) number (rfb) has been updated and corrected.

Event description:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information alleging overheating or arcing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed overheating or arcing at the power supply connection. The technician reported the device was destroyed. Should additional relevant information become available, a follow-up report will be submitted.